Manufacturer narrative:
Correction: redacting a1(patient ID): mrn.

Event description:
It was reported from picu that while the nurse was transporting the patient with an alaris pump in the elevator, a connection error occurred and the channel with insulin running shut off. Upon arrival to the picu room, the nurse immediately attempted to open the patient's chart to look at the order and restart insulin at the correct rate. The chart was locked by an unknown physician, and the nurse was not able to access the chart for several minutes to restart the insulin. Then the provider who had locked chart exited, and the nurse was able to access the mar and check the rate of insulin to restart the infusion. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported from picu that while the nurse was transporting the patient with an alaris pump in the elevator, a connection error occurred and the channel with insulin running shut off. Upon arrival to the picu room, the nurse immediately attempted to open the patient's chart to look at the order and restart insulin at the correct rate. The chart was locked by an unknown physician, and the nurse was not able to access the chart for several minutes to restart the insulin. Then the provider who had locked chart exited, and the nurse was able to access the mar and check the rate of insulin to restart the infusion. Although requested, further information was not provided.